Event description:
It was reported that during a routine follow-up, and upon interrogation, the pulse generator would not display any data. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.